Event description:
Dexcom was made aware on 10/06/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the abdomen. The patient reported they had a skin reaction with pimples and infection extended beyond the patch perimeter which occurred in (B)(6) 2024 after the sensor was inserted in the abdomen. After removing the sensor, the patient noticed that there was a bad infection on his abdomen where he placed the sensor. He went to the emergency room (ER) and was prescribed with bacitracin 1% solution to be applied 3 times a day and an unremembered antibiotic. The patient was okay at the time of the report. There was no photo for review. There was no documentation of further medical evaluation or intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code: e2010 (needle stick/puncture).